Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product code is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. The cause is that the patient did not properly close the transfer set at the end of therapy (use error). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service to report that she did not close the transfer set completely when she did her manual bag and about 100ml came back out of her after she was filled. The home patient (hp) wanted to know what to do. The technical service representative (tsr) stated that the hp could use another manual bag and only fill with 100ml. Or could drain out and then fill back up so she knew how much she had filled with. The hp stated she would drain and then fill again. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the reported problem, it was revealed that she had seen the hp since and everything was going well, she looked good, and her fluid was clear. The nurse said that she did not mention the incident, but that the hp does forget things sometimes so she would follow up with her. The nurse said the hp's daughter was trained with her so that she could help. No patient injury or medical intervention was reported.